Event description:
Implantable cardioverter defibrillator (ICD) was explanted and replaced after 45 months of implant time. An expresion of dissatisfaction with regard to device longevity was expressed. An increase in the defibrillation threshold was also noted. The explanted ICD was returned to guidant's reliability assurance labortary for testing.